Event description:
This lead was capped and replaced due to a lead fracture. There was loss of capture and impedance readings greater than 3000. There were no adverse events reported for the patient. Should additional information be received, this file will be updated.